Event description:
It was reported that a home patient (hp) experienced a high drain alarm during automated peritoneal dialysis using a homechoice (hc) device. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume event. The total ultrafiltration reading of therapy was 3755ml. During troubleshooting the hp informed a technical service representative (tsr) that she had bypassed the initial drain. The tsr explained the alarm and reviewed proper procedures with the hp. The tsr initiated a swap of the hc, and discussed the use of continuous ambulatory peritoneal dialysis until a new device arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Internal and external inspection was performed and no issues were noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A short simulated therapy was successfully performed. A pneumatic system inspection was performed and was found to be within specifications. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of this issue was determined to be false empty detect and use error further described as inappropriate bypass of the low drain volume alarm during initial drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice was returned, and a device analysis is currently underway. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.